Event description:
The patient was revised because of incompatable components.

Manufacturer narrative:
Updated: the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. It was reported a 32mm o.d. Head was implanted with a 36mm i.d. Liner. A review of the label copy for this product code finds it clearly identified as 32mm. The root cause is attributed to inadvertent use error. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.